Manufacturer narrative:
Batch review performed on 02 april 2024 lot 2100105: (B)(4) items manufactured and released on 25-march-2021. Expiration date: 2026-02-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient had primary knee surgery on (B)(6) 2017. On (B)(6) 2022, the patient came in reporting pain and due to a fractured patella bone that was caused from falling. The surgeon repaired the patella bone, revised the patella implant and decided to upsize the poly. The surgery was completed successfully. Presently, on (B)(6) 2024, the patient came in reporting patella pain. The surgeon performed a patellectomy and upsized the poly due to knee instability. The surgery was completed successfully.